Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection of the returned device did not confirm the stated failure mode. There was damage along the side and base of the device likely from wear and/or extraction. The device showed signs of prolonged use. The clinical/medical evaluation concluded that per case complaint details, a revision of the r3 liner and an oxinium femoral head was performed approximately 6 years post implantation due an unspecified adverse event and the liner was noted to have a yellow discoloration. Correspondence indicated the liner discoloration was likely lipid absorption and not a unique finding. It was communicated that the patient underwent a second revision to an r3 constrained liner. Responses to the clinical request have not been provided as of the date of this medical assessment. The product evaluation will be performed independently of this medical investigation. No further medical assessment is warranted ate this time. Should clinically relevant documentation/ information become available and/or a product evaluation conclusion results in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.additional information: d1/d2, d3, d4, d8/d9, g4 and h4/h5

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a thr had been performed on an unspecified date, the patient presented an unspecified adverse event. A revision surgery was performed to explant both the r3 liner and an oxinium femoral head. The poly has a yellow coloration due to lipid absorption. Patient current health status is unknown.